Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported experiencing chest pain. It was discovered that this lead had dislodged. In addition, the associated right atrial (ra) lead had perforated the patient's heart. The patient was seen for a revision procedure where both leads were explanted. The lead was returned for analysis.